Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 25feb2021.

Event description:
The customer reported a ventilator gave low oxygen pressure. The device was reported to have been in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4:09mar2021. B4:13mar2021. The fse reported that the device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay in the patient therapy. The international philips field service engineer (fse) reported that a malfunction was discovered during testing by the customer. The device was evaluated by the customer and the fse. The fse evaluated the device and determined that the hospital's oxygen supply system caused the low pressure. The hospital regulated oxygen supply stem was then adjusted placed back to normal. The device was then tested to confirm functionality. No part replacements were needed, and the device was reported to have been repaired. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:17mar2021. B4:21mar2021. Further information was received, the customer confirmed that the low oxygen pressure was identified during testing. The philips field service engineer (fse) could not duplicate the reported problem and discovered that the root cause was unrelated to the device. There was no device malfunction. The issue was found during testing; based on this information, this event does not pose a risk of patient harm or serious injury; therefore, it is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.